Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered and the activated clotting time (act) was 221. The watchman fxd access system (was) was inserted and was positioned at the laa. As the watchman closure device and delivery system was being prepared, a thrombus was identified via transesophageal echocardiogram (tee) at the tip of the was. Aspiration of the thrombus through the was was attempted, however unsuccessful as the pigtail catheter was still inside the was and the physician did not want to remove the pigtail. A sentinel cerebral protection system (cps) was inserted, and the patient was administered tissue plasminogen activator (tpa). The tpa was not successful in dissolving the clot. Interventional radiology was consulted, and a suctioning machine was used in attempt to remove the thrombus. After suctioning, it appeared only partial thrombus was removed. The pigtail was then slowly pulled back into the was and no more thrombus was observed via tee. The sentinel cps and suction machine were carefully examined for the presence of thrombus and partial thrombus was observed in the sentinel cps. The decision was made to abort the procedure so the patient's cognitive function could be assessed. Upon waking, the patient had normal cognitive function. Over the course of the procedure, an additional 20,000 plus units of heparin was administered and the activated clotting time (act) was in the 300s. The patient was discharged the following day.